Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09248. The patient received the scs system including two surgical leads (from two different lots) on (B)(6) 2008. It was reported during routine reprogramming the lead had invalid impedance values on several contacts. The patient did not report any changes in stimulation. No intervention is planned at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.